Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 29th january 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue inside of the cartridge. The handpiece was disassembled and the assembly was inspected, presenting with no issues. No iol was received as part of this return therefore, no product evaluation could be performed on the lens. The complaint issues could not be confirmed, and the complaint issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation according to the dfu (directions for use), the last push was given and the trailing haptic unfolded and stayed in the cartridge. The haptic was not folded on the optic of the lens and the doctors got it out of the cartridge without damage, requiring a secondary tool to free the lens. There was a delay in procedure; however, no patient issues reported and no medical or surgical interventions required. No additional information was provided.

Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6)/ (B)(6) 2021. Implant date: unknown/ not provided. Explant date: lens remains implanted, therefore not explanted. (B)(6). The lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.